Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump received with bleeding lcd glass. No missing segment during test. The insulin pump received with cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experiencing partial display. Customer's blood glucose was unknown. Insulin pump would be replaced.